Manufacturer narrative:
Sc-1160 sn:(B)(6). The returned ipg was analyzed and was charged fully in one charging cycle. A review of the patients data found no charging anomalies and it indicated that the battery depletion rate was within the expected range. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies.

Event description:
It was reported that the patient experienced discomfort and inadequate stimulation. The patient underwent an explant procedure. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort and inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5139918 / 5139938.

Event description:
It was reported that the patient experienced discomfort and inadequate stimulation. The patient underwent an explant procedure. Additional information was received that the patient was doing well postoperatively.